Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed system notice 50012 (indicating that the refrigerant delivery path was obstructed) and 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) were received on the date of the event. In conclusion, the reported visible blood was not confirmed through data analysis. This can only be substantiated via physical product analysis, which is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 13956 was returned and analyzed. Visual inspection of the balloon catheter showed blood in the balloon segment. Smart chip verification indicated the catheter was used for one injection. The catheter failed the performance test due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ the dissection/pressure test showed a guide wire lumen kink and twist inside the balloons at 0.9 inches from the tip of the catheter. The pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, a service visit occurred and dry blood was noted on the coaxial port of the console indicating blood had traveled through the balloon catheter. The port was cleaned and the console was returned to service. No patient complications have been reported as a result of this event.